Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room then admitted to hospitalized due to diabetic ketoacidosis and high blood glucose in month of november with blood glucose of over 700 mg/dl. The treatment was unknown at the time of hospitalization. Customer declined to perform a carelink upload. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.